Manufacturer narrative:
(B)(4). A baxter technician reported a flogard pump with a low battery alarm during tested. This reported condition was confirmed. The cause of this condition was due to damaged batteries. The main batteries were replaced to resolve this condition.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A baxter technician from (B)(4) stated that a flo-gard infusion pump experienced a low battery alarm while testing the battery during an infusion. There was no patient involved; therefore there was no patient injury or medical intervention necessary. No additional information is available.